Event description:
The patient's healthcare provider (hcp) along with the patient reported the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 500 mg/dl while wearing the pod on the abdomen for between 37 and 48 hours. Patient was thirsty, feeling sick and vomiting. Emergency services was called and the patient was transported to st. Katharinen-hospital gmbh, located at kapellenstrasse 1-5, 50226 frechen, germany. An electrocardiogram (EKG) test was performed, blood oxygen levels were tested and the patient was treated with an infusion. Pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.